Manufacturer narrative:
The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation on august 26, 2008, that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy (peg) procedure performed in 2008. According to the complainant, while the physician was advancing the reported device into the body, the gastrostomy "tube was torn in two [pieces]. The detached parts were removed from the pt." (Method of removal is unk). The procedure was completed with another one step button initial placement gastrostomy kit. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".